Event description:
It was reported that manufacturer representative (rep) said patient (pt) has two implantable neurostimulator (ins) bi-laterally implanted, but only had 1 recharger and caller wanted to know if pt could get a second recharger for the 2nd ins and what that process looked like. Pt noticing ins depleting each day and pt had to charge every day or every other day when recharging interval at implant was 12 days. Pt has mentioned they had to charge every two days and ins's deplete down and symptoms return. Rep did perform troubleshooting with pt and pt had impedance message show up on handset along with one battery not passing impedance testing when placed into MRI mode. Rep said pt had fallen since implant date. Rep will be following up with pt tomorrow. Technical services discussed impedances and is going to look into process for 2nd recharger. Additional information was received from rep. Rep reported that the cause of the charging issues was unknown but may have been impedance issues, pt saw healthcare provider (hcp) and reconfigured the pt but did not tell the rep anything else. It is unknown if the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.